Event description:
No problem. Received a safety notice that libre 3 plus sensors identified. By supply may not read properly. Received an urgent medical device correction letter dated 12/01/2025. The letter states abbott has identified certain libre 3 plus sensors may provide incorrect glucose readings. I have a sensor that is on the list that may "cause" hazard if the sensor is used. The ndc# is (B)(4) with lot# t60003563.